Event description:
The pt had a lap band port placed surgically almost two years ago. It was working well until it appeared that this port had developed a slow leak. As a result of the dysfunctional port, the surgeon replaced the port about a year later. The pt had an uneventful post-op course without complications and was discharged home. The MFR will send an explant kit for the device to be returned for investigation.